Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient was unsure when the alleged inaccuracy. The reporter stated that the patient obtained an alleged glucose result of 325mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin self-adjuster and reported that he increased his insulin dose in relation to the alleged product issue. The reporter stated that around 1 hour after the alleged product issue began he developed the symptoms of sweaty and shaky, retested his blood on another meter and obtained a blood glucose reading of 69mg/dl. The reporter stated that she provided the patient with a drink of soda to get his "sugar up". At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were not expired and had been stored correctly. The test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.